Event description:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. The belt failed incoming testing.

Manufacturer narrative:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. The belt failed a falloff test. The cause for the failure was isolated to a intermittently defective u730 component on the distribution node pca. The root cause for the defective u730 could not be positively identified. No adverse event resulted from the damaged belt.